Event description:
Healthcare professional later reported seroma-late and capsular contracture, baker grade IV.

Manufacturer narrative:
The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.